Event description:
It was reported that the spinal cord stimulation (scs) patient received an end of life (eol) message two months ago after less than 4 months of service. The patient reported being implanted in 2013. There were no patient complications or any stimulation issues.

Manufacturer narrative:
Block b3: date approximate. Block d6a: date approximate.